Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient continues to be a non-user of the device and will not undergo revision surgery at this time. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing pain with and without device use. External equipment was exchanged and antibiotics (type unknown) were prescribed for ten days, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
Correction: the recipient's device was reportedly not explanted. The surgery date is rescheduled.

Manufacturer narrative:
Additional information: date of event and explant date. The recipient's device was explanted. The recipient was not reimplanted.